Event description:
Revision surgery - due to severe pt wear on the size 2x9 tibial insert, this was causing instability for the pt. The surgeon revised the size 2x9 insert with new size 2x11 insert. He replaced the size 26 patella with a new size 32x10 patella, of the right knee. The surgeon's pre-op notes noted size 2x9 mm insert.

Manufacturer narrative:
The reason for this revision surgery was to replace a worn insert after 13.9 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the second complaint for this product, two due to wear/excessive wear. This is the first complaint for this lot number. The root cause for the revision was most likely due to wear. There are no indications of a product or process issue affecting implant safety or effectiveness.